Manufacturer narrative:
(B)(4). Report source: (B)(6). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner peel sheet of the packaging looked thin. The surgeon opted to use another device for the surgery. No adverse events have been reported.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was reported in error and the initial report should be voided. This malfunction has not been previously reported for having led to a serious injury.

Manufacturer narrative:
Correction: other #.